Manufacturer narrative:
Further investigation could not be performed as no product was returned by the customer. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4) compared to the result from a laboratory using dade innovin reagent. The result from the meter at 5:00 pm was 1.3 inr and the result from the laboratory six hours later was 1.9 inr. The results were reported to the customer's doctor. There was no allegation of an adverse event. The customer was not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. There was no change in coumadin, no new medications, no illness, no diet change, and symptoms of a high inr result. The therapeutic range was 2.0- 3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 235476-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.